Event description:
One hundred forty seven calcium results were reported to medical providers with an average high bias of approx 1.5 mg/dl. The quality control results before the run were in range. The quality control results after the run were out of range. Customer corrected the problem by replacing the reagent on the next shift, calibrated the new pack and reran all samples. Medical providers were notified of the errors and given corrected pts reports. Initial reports were issued at approx 12 am on (B) (6) 2008. The corrected reports were issued by 8 am the same day. It is unk if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the high calcium results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument did not reveal any problems. The cause for the high calcium results could not be determined and this issue is considered an isolated event. The instrument is performing within specifications. No further eval of the device is required.